Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, that the app does not provide notification after ios upgrade. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be determined. A root cause cannot be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.